Event description:
The right side tunneled dialysis catheter was examined under fluoroscopy. There is a complete break of the catheter at the level of the clavicle. It was not clear as to how this happened. After sterilely prepping and draping the skin, the proximal end of the catheter was removed with a cuff. There was a fracture with complete tear of the catheter just beyond the cuff. Kelly clamp was used to grab the remainder of the catheter and pulled back to the tract over a wire. Over the wire access was then present and over this, a new tunneled dialysis catheter was placed with its tip in the svc in good position. The catheter was secured to the skin. There were no complications. The old catheter was broken/completely torn just beyond the cuff and both segments of the catheter were successfully removed under fluoroscopy.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.